Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the ventilator failed during use. There was no patient injury reported.

Event description:
It was reported that the ventilator failed during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.